Event description:
It was reported that the pacemaker exhibited a diagnostic issue. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.